Event description:
The facility reported a colleague infusion pump with a malfunction of "needs an ac power." This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the central supply department. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that needed ac power was not confirmed upon evaluation by baxter quality engineering. The event history log review incorrectly confirmed the customer reported problem. No power supply issues were found during the sample evaluation. Upon further review by quality engineers of the event history log, failure code 570:320:844:0000 was found to have occurred on the reported occurrence date and thus became the determined problem. This condition was due to a faulty pump head module (phm) on channel c. The phm on channel c was replaced to correct this condition. Additional information: the user interface module software version of this device is vista minor(5.04.00). A service history review revealed that this device has not been previously sent into service for the reported condition of "needs an ac power". During previous service on 9/10/2010, the batteries and battery harness were replaced. A device history review revealed no abnormalities were discovered during manufacturing.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.